Manufacturer narrative:
The procedure was successfully completed with this device without complications on (B)(6) 2011. This report is being submitted to notify FDA of a serious adverse event that occurred post-procedure and was reported to angiodynamics by the treating doctor on (B)(6) 2011. This doctor performed "whole gland ablation", ablating almost all of the prostate. There was no report of device malfunction during the entire procedure. The company is trying to obtain additional information from the surgeon who performed the ledc ablation to see if the sae occurrence is procedure-related, as well as get more information on the patient's medical condition. Any new information obtained by angiodynamics will be reported as follow-up. (B)(4).

Event description:
A male patient of unknown age presented for a nanoknife ledc ablation on (B)(6) 2011. The procedure was successfully completed with no harm or injury reported to the patient. There was visual evidence that the prostate has been hydrodissected away from the rectum at the time of ablation. It was reported on (B)(6) 2011 by the physician who performed the procedure, that the patient has developed a rectourethral fistula. Patient underwent a retrograde urethrogram which only showed a small amount of extravasation on delayed films. Patient began passing feculent material per his urethra. Patient returned for a cystoscopy. Within the prostatic urethra, there was an area of inflammation with a small "dimple" with some feculent material around this area. The fistula was narrow in caliber. The fistula opening within the urethra appeared to be < 2 mm in diameter on cystoscopy. It was within the prostatic urethra. The physician inserted a foley catheter with the hope that it will heal with prolonged drainage. Patient was referred for hyperbaric oxygen. It was reported that the hyperbaric oxygen clinic stated the patient was not a candidate.